Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was 239 mg/dl at the time of the incident. Advised the pump will need to be replaced. Product will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing or in the pump trace download. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer.